Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to no performance post surgical intervention (not device related). It is unknown if there are plans to re-implant the patient with a new cochlear device as of the date of this report.